Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. During insertion the rf wire into patient's vein, the distal part of wire spreading out. Thus, the device was replaced by a mechanical needle and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that the damage was observed near introducing place. It was contacted with short sheath, near femoral vein. The patient was obese. The physician got that kind of feeling that the wire was being caught.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. During insertion the rf wire into patient's vein, the distal part of wire spreading out. Thus, the device was replaced by a mechanical needle and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, a visual inspection of the device showed that the wire distal coating was peeling, there was an insulation damage at distal curve of the wire, and no proximal coating damage was noted. Additionally, the investigation revealed that the rf wire was kinked. The reported allegation of coating damage was confirmed and the cause of issue was considered most likely due to an use of a non-boston scientific access needle. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. During insertion the rf wire into patient's vein, the distal part of wire spreading out. Thus, the device was replaced by a mechanical needle and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further reported that the damage was observed near introducing place. It was contacted with short sheath, near femoral vein. The patient was obese. The physician got that kind of feeling that the wire was being caught.